Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17505. It was reported that the patient presented in clinic on (B)(6) 2019 for an implant procedure. During procedure, coronary sinus dissection occurred while cannulating the coronary sinus. Echo imaging also noted slight cardiac effusion. No treatment was given to the patient as the patient was asymptomatic. The procedure was resolved and the patient was discharged on (B)(6) 2019.